Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient reported discomfort due to the device placement. The device was explanted and reimplanted in a sub-pectoral location. The patient was in stable condition following the procedure.